Event description:
The customer reported that the device would not recognize that paddles were connected. There was no report of negative pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not recognize that paddles were connected. There was no report of negative pt impact or involvement. Philips evaluated the device and could not reproduce the reported symptom. The device passed all standard testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.